Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a e power supply issue. The console was replaced to address the issue. No patient harm reported.

Manufacturer narrative:
Data analysis: the imc logs confirmed the reported failure. There was a battery failure alarm (transport connection blown/ missing ¿ event set #360). A day after the reported complaint date, there was also a battery 1 communication failure alarm (smbus communication loss or sda short ¿ event set #352) due to low pack voltage which could be a result of the battery failing to request charging. The ltpowerdata from the complaint date showed an unknown error for battery 1 which occurred as the battery failure alarm triggered. Device analysis: the failure mode was reproduced in fs aachen. The battery 1 pack voltage was measured to be 3.5 v rather than the expected 16 v. The battery set was replaced to resolve the failure alarm, and batttest was recorded to validate charging. The battery charging issues were due to a defective battery 1. The exact root cause of the defective battery 1 was not determined.